Manufacturer narrative:
Concomitant medical products: product ID: 5024m-52, product type:lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noise leading to false atrial high rates was noted on the right atrial (ra) lead. The lead was capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.